Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient present in the ER complaining of a strong cough. After a chest x-ray was taken it was found that the rv lead had dislodged and pulled back in to the right atrium. The patient did not receive any inappropriate shocks and was stable.